Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. At the time of incidence. The customer reported that they experienced vomiting, difficulty in breathing. Customer were treated with manual injection for high blood glucose level. The customer reported that their blood glucose level was 564 mg/dl. And current blood glucose level was 578 mg/dl. Customer was assisted in troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.